Event description:
Allegedly, end user was using chair in the bathtub when she heard/felt the cracking occur and promptly stood up. She became slightly light headed and as a result did fall down. No serious injury alleged.